Manufacturer narrative:
MFR's report date: april 27, 2011. (B)(4). Although the device is expected back for eval, it has not been rec'd yet. A f/u report will be submitted once the device has been rec'd and an eval has been performed.

Event description:
Valve reported to have cracked. Unk if product was on a pt at the time. No pt harm or medical intervention was reported.